Event description:
Knee swelling [joint swelling]. Pain at side of thigh [pain in extremity]. Case description: spontaneous report was received on (B)(4) 2012, from a physician regarding a (B)(6) female pt, initials (B)(6), with gonarthrosis. The pt's medical history was significant for previous treatment with artz ((B)(6)2011) and synvisc ((B)(6) 2011). On (B)(6) 2012, the pt initiated treatment with synvisc injection (hylan g-f 20) at a dose of 2ml. The same day, she experienced pain at side of thigh. The lot number of synvisc was not provided. On (B)(6) 2012, second synvisc injection was administered. The same day, she experienced diarrhea, knee swelling and pain. On (B)(6) 2012, the pt received treatment with steroid injection. On (B)(6) 2012, the pt recovered from the events of diarrhea, knee swelling and pain. The action taken with synvisc treatment was not provided. The outcome for the event of pain at side of thigh was not provided. Relevant concomitant medications were not provided. The intensity for all the events was not provided. The reporting physician assessed the relationship between synvisc and all the events as probable.

Manufacturer narrative:
The qa (quality assurance) investigation summary was received on (B)(4) 2012. Evaluation summary - the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.